Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a cassette not attached properly - high alarm displayed. Functional testing was able to duplicate the reported problem. It was determined that the inoperable downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not attached' error and a damaged downstream occlusion. The event occurred during testing, there was no patient involvement.